Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed for the treatment of esophageal stricture on (B)(6) 2024. During withdrawal, after dilatation of esophageal stricture the balloon did not fully deflate. The scope was removed together with the balloon. The nurse had to cut the proximal end of the catheter to pull it out of the distal end of the scope. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.